Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that when the carrier of the pico 7 dressing was removed, much of the silicone adhesive removed with the carrier and did not remain on the dressing, so it could not be used. Another dressing was used for treatment. No patient harm. No delay was reported. The sample will not be returned.

Manufacturer narrative:
H3, h6: as no lot number was provided, a review of the device history records was not possible. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that when the dressing was removed, some of the adhesive layer remained on the patient's skin. Probable root causes include environmental issues such as temperature, which can alter the adhesive nature of the dressing and also procedural issues such as the skin not being prepared properly prior to the dressing being applied. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings, skin preparation and also provides details of the conditions in which the device must be stored to ensure its integrity. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: as no lot number was provided, a review of the device history records was not possible. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that when the dressing was removed, some of the adhesive layer remained on the carrier and could not be used. Probable root causes include environmental issues such as temperature, which can alter the adhesive nature of the dressing making it adhere to the carrier rather than the dressing. The device must be stored as per the IFU. The users of the reported product are therefore advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings, skin preparation and also provides details of the conditions in which the device must be stored to ensure its integrity. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.